Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode could had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Additionally, analysis noted the crimp sleeve was no longer in the correct position.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the placement of this right atrial (ra) lead it was not possible to measure the leads amplitudes and noise was noted. It was not possible to measure the pace impedance measurements with the pacing system analyzer (psa) due to noise. When the lead was connected to the device the pacing impedance measurements were out of range. The lead was placed to a new location but the problem persisted thus a lead issue was alleged and the lead was not used. The lead will be returned. No adverse patient effects were reported.